Manufacturer narrative:
H4: the lot was manufactured august 09, 2022 to august 10, 2022. One actual device was received for evaluation. A visual inspection on the unit via the naked eye showed two black particles which were measured to be 0.10 and 0.40 square mm in size. The particles were not in the fluid path because they were embedded in the material of the stressmember. An ftir test (fourier-transform infrared spectroscopy) was attempted, but the embedded particles were insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded particles could not be determined. The reported condition was verified. The cause of the condition was related to the manufacturing process of the stressmember; however, since the particles were embedded, they are unlikely to cause harm. This issue does not impact the sterile pathway. Particulate matter outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor had black "debris" inside the infuser. This was identified during preparation. The device had been filled with sodium chloride 0.9%. There was no patient involvement. No additional information is available.